Manufacturer narrative:
Four specimen cups containing particles were returned for evaluation/investigation. The lab identified the particles in the first two specimen cups as polyethylene, polyester and cardboard. The particles in the third specimen cup as cotton and the particles in the fourth specimen cup were identified as polyester and polystyrene. The pak contents were reviewed, and the following components contain the identified materials: small parts bag (polyethylene), gowns (polyester), cotton gauze (cotton), white 1-part tray (polystyrene). The definitive root cause of the customer's complaint is not known; however, the types of material identified in the returned sample are contained in the custom pak product configuration. Packaging materials external to the custom pak contain cardboard however, it cannot be determined if or when cardboard came in contact with a custom pak component 01/21/2011. The manufacturer internal reference number is (B)(4).